Event description:
During initial implant procedure, the helix of the right ventricular (rv) lead was unable to extend and the helix was damaged. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of helix mechanism issue and ¿the lead screw was damaged¿ were confirmed. As received, complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. The cause of the reported events was due to stretched/ damaged helix consistent with procedural damage.